Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for complex regional pain syndrome. It was reported that the patient¿s device is potentially in overdischarge. The patient mentioned that they think it is the 3rd time that they have let the implantable neurostimulator (ins) die. The patient could not communicate with the ins. The rep noted that they will attempt a physician mode reset (pmr) on (B)(6) 2018. Additional information was received from the representative on (B)(6) 2018 reporting that it was confirmed to be the 3rd overdischarge of the device. A physician mode recharge (pmr) was performed. No further complications were reported.